Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were experiencing low blood glucose level 44 mg/dl. Customer experienced low blood glucose symptoms like shaking, sweating and mental confusion. Customer treated low blood glucose by carbohydrate intake. Customer was using auto mode on insulin pump. Customer declined troubleshooting for low blood glucose level. Device will not returned for analysis.